Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a heater bag not detected alarm. The patient discontinued treatment during cycle 3 of treatment due to the recurrent alarm. A review of the patient¿s treatment records identified that the patient drained 8235ml during drain 1 of the treatment. This drain volume is 329% the patient's prescribed fill volume of 2500ml. The patient drained 5387ml during drain 2 of the treatment, which is 215% of the patient¿s prescribed fill volume. The patient drained 4361ml during drain 3, which is 174% of the patient¿s prescribed fill volume. As a result of the iipv event, the technical support representative advised the patient¿s peritoneal dialysis nurse (pdrn) to discontinue use of the cycler. The pdrn advised the technical support representative that the patient had an alternative treatment option available. The patient has been issued a new cycler and the complaint cycler has been scheduled for pickup for manufacturer analysis. Additional patient and event information was requested but was not provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. There were no fluid leaks in the test cassette during the simulated treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.